Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis noted insulation abraded from the inside out exposing the cables.

Event description:
This report is to advise of an event observed during analysis.